Manufacturer narrative:
(B)(4). The analysis found that one ec60a device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis.

Event description:
It was reported that during a video assisted thoracic surgery with wedge resection procedure, after firing the device on lobe by using gold cartridge, the surgeon found the staples did not form a b-shaped staple. The surgeon changed another gold cartridge, but the device was stuck when doing second firing stroke. So the surgeon changed a new stapler to continue the surgery. There were no adverse consequences for the patient. Additional followup: was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? The surgeon finished all firings, and then discovered the staples didn't form b shaped. What other color cartridges were used before and after this event? Gold cartridge. Was buttressing material utilized? No if so, which product? Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No if so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? No, the forces on firings were as recommended. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.